Manufacturer narrative:
An event of shortness of breath and perivalvular leak (pvl) was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported pvl appears to be related to patient¿s anatomical condition (bicuspid valve, severely calcified annulus, which appears to result in suboptimal implant depth). The reported shortness of breath is likely a cascading effect of pvl. The reported surgical intervention was a result of case specific circumstances as another device was implanted (valve-in-valve). There is no indication of a product quality issue with regards to manufacture, design, or labeling. Please note, per instructions for use, artmt600267458 rev. A, contraindications ¿the valve is contraindicated for patients with any leaflet configuration other than tricuspid¿

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a navitor with radiopaque markers, 27mm, c was implanted in a patient with a final depth of 7mm on ncc, 10mm on lcc. The annular dimensions of the native valve was 23.5mm diameter, 75mm perimeter. On (B)(6) 2024, post implant, it was reported that the patient had increased shortness of breath and worsensing paravalvular leak(pvl) compared to at the time of the implant. The patient subsequently had a a second valve(non-abbott device implanted within the navitor vision valve to address the issue of pvl. The patient is stable.